Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024 the patient experienced shortness of breath and lost consciousness. The patient was taken to the hospital for uti (urinary tract infection) and hyperglycemia. At the hospital they removed the sensor and the transmitter. They treated the patient with antibiotics and IV insulin. At the time of the report the patient was fine. At an unspecified time of the event the cgm reading was 100 mg/dl and the bg reading was 600 mg/dl. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.